Event description:
Medtronic received information through literature review case study that a patient with a history of tetralogy of fallot with pulmonary atresia, multiple major aorto to pulmonary collateral arteries and confluent pulmonary arteries had there conduit replaced after a fourteen month duration. The conduit was explanted and replaced due to dilatation of the proximal part of the conduit. It was noted in the article that the stenosis that extended from the pulmonary anastomosis to the pulmonary bifurcation was responsible for the increased right ventricular pressure increasing stress on the wall of the conduit. Histologically, a pathological intimal proliferation was present in the area of the pulmonary anastomosis, fully explaining pulmonary obstruction. Valvular leaflets were partially colonized by host cells. A sub-valvular calcification was seen in the conjunctive tissue. A mild foreign body reaction was also present a the outside layer of the conduit. Per the author in this article, since stenosis of the pulmonary artery bifurcation could result from a sub-optimal reconstruction, particular care should be taken to avoid further stenosis when anastomosing pulmonary artery to the conduit.

Manufacturer narrative:
Product analysis: no product was returned for laboratory analysis. Conclusion: with an unknown serial number for the reported device, no device history review could be completed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information provided, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.